Manufacturer narrative:
Hamilton medical ag comes to the conclusion: added information: hamilton medical ag received the device logfiles for analysis. The event log revealed tf383005 (vent mode control command timeout), tf346054 (safety failure detected), tf341904, tf346043, and tf346044 (various watchdog-related failures). Ventilation was interrupted but was immediately restarted after the device was turned off and then turned on again. The event occurred just after a p/v tool maneuver and the root cause of the event is most likely due to a software glitch. After restarting, the device performed flawlessly. When the issue occurs during ventilation of a patient, no proper ventilation can be provided to the patient, therefore therapy would be affected and a potential deterioration in the patient's state of health cannot be excluded. Therefore, the event is considered as reportable. Corrected information: in d4 the correct UDI: (B)(4).

Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description: the device reported: at 8:11 a.m. Tf383005 and tf 346054. At 8:16 a.m. Tf341904 and tf346043 and tf346044. Ventilation was interrupted. Restart possible after the device has been completely de-energized.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description: the device reported: 8:11 a.m. Tf383005 and tf 346054 8:16 a.m. Tf341904 and tf346043 and tf346044. Ventilation was interrupted. Restart possible after the device has been completely de-energized.